Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 72 mm x 70 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an unknown endoleak was observed at the greater curvature section of the bifurcate stent graft. The physician determined that the endoleak was a possible proximal type I endoleak, a possible type IV endoleak, or both. The physician elected to touch up the endurant bifurcate stent graft using a reliant balloon. The unknown endoleak was reduced but was not resolved. The physician elected to complete the procedure with the unknown leak still present. The endoleak did not resolved but the physician believe the endoleak would self-resolve. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.